Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited diaphragmatic stimulation after the device was connected prior to pocket closure due to lead position. Hence, this lv lead was abandoned surgically and a new lead was implanted. No additional adverse patient effects were reported.